Event description:
During routine inspection performed by our intn'l affiliate, a white foreign matter was evidenced on the blister. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
No device evaluation was performed, since product was not yet returned to the manufacturer. Results: a review of the device history records indicated that the graft was processed, and inspected according to procedures, and no anomaly was found. Conclusions: no conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant information.